Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 09/06/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may confirm or determine the taper type associated with this event. Device labeling address the event of band slippage and leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events:it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have a band slip with revision surgery on (B)(6) 2013. Patient then continued to have no restriction and a port leak was diagnosed. Port was removed and replaced in (B)(6) 2016. The physician reported the patient "still problems with no fluid in band." The band was discussed to be removed and replaced, however it is still implanted.